Event description:
It was reported the patient received the following results within 15 minutes: 437 mg/dl and 99 mg/dl. On (B)(6) 2020 the patient again received the following results within 15 minutes: 413 mg/dl and 109 mg/dl.